Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/1/2024, a clindex notification was received indicating that a patient reported an increased frequency of sharp pains in the right knee. The procedure was performed on (B)(6) 2024, and the patient experienced symptoms on 7/11/2024. This event was initially indicated as probably to the procedure.

Event description:
Additional information received on 11/21/2024: the patient developed a mild prostate infection on (B)(6) 2024. This was reported as not related to the procedure. No action was taken as a result. Additional information received on 1/17/2025: the patient reported a frequency of sharp pains in the right knee. The patient reports having exercised before the forty-eight hours restriction period post-dose. This could have contributed to the increase in pain. The patient was prescribed medication. This was reported as possibly related to the procedure.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
Additional information received on 2/17/2025: it was reported that the patient pulled a muscle in the right knee, reported hip bursitis, twisted the right knee, had pain in the right foot, experienced a fever of 102 degrees, and experienced a prostate infection. All these issues occurred on different dates between (B)(6) 2024. Each time, the patient was given concomitant medication. These issues were reported as unrelated to the procedure.

Manufacturer narrative:
Additional information: b5, h3, h6.